Event description:
During firing the dlu made noise as if having trouble getting through tissue. Firing sequence was complete, but staple formation was 1/2 way across the colon and knife blade was exposed 1/2 way across the cartridge. Fired a second dlu without problem.